Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "was in use, shows low battery, it was left connected and didn't charge" during patient use in the pediatrics care area (medication, programmed amount and delivery rate unknown). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "was in use, shows low battery, it was left connected and didn't charge" which was reproduced when the customer supplied power cord was unable to charge a battery module. A low battery messaged occurred while attempting to charge a battery module with the customer supplied power cord. The reported symptom was verified through a review of the event history log by the presence of multiple 'battery low!' Alarms along with multiple instances of 'ac unplugged, ac plugged in, ac unplugged, ac plugged in'. The reported symptom was found to be caused by an failed power cord. The power cord was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.